Manufacturer narrative:
The device was not returned for evaluation. Maquet will continue to monitor for this issue. Since the device information was not available, the customer shipping history was reviewed to determine the most likely lots involved in this event. A lot history review was performed for all the lots; no non-conformances were found that were considered to be relevant to this event. (B)(4).

Event description:
The customer had issue with a stat lock from a one of the balloon pumps this weekend. It was a 50cc mega iabp and the stat lock that came in the kit didn't lock. They had to pull another stat lock from the bin. The stat lock would not close, it looks like a piece of plastic was in the way.